Manufacturer narrative:
(B)(4). The complaint rt265 infant dual heated evaqua2 breathing circuit was not returned to fisher and paykel healthcare for investigation. Without the complaint device, we are unable to confirm the reported fault. However, based on the information provided by the healthcare facility, the reported disconnection most likely occurred due to the pressure line not being fully inserted into the breathing circuit's pressure line port. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production. Any breathing circuits that fail these tests are rejected. The subject rt265 infant breathing circuit would have met the required specification at the time of production. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms".

Event description:
A healthcare facility in (B)(6) reported that the pressure line connector was disconnecting from the pressure line port of an rt265 infant dual heated evaqua2 breathing circuit during use. It was also reported that the subject infant breathing circuit was discarded at the healthcare facility. No patient consequence was reported.